Event description:
It was reported that "on (B)(6) 2024 15:58 the catheter was inserted, catheter leak detected at 1 am on (B)(6). The catheter was removed and replaced in the same site." The patient was reported as fine post the incident.

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
(B)(4). The reported complaint for "catheter leak detected" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported that " on (B)(6) 2024 15:58 the catheter was inserted, catheter leak detected at 1 am (B)(6). The catheter was removed and replaced in the same site." The patient was reported as fine post the incident.